Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the audio bolus button was unresponsive two ago and the button cover had "popped off" one week ago. Reportedly, the tactile changes occurred prior to damage. The reporter denied evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/14/2012- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the audio bolus button was detached from the pump, and therefore inoperable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.